Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution node. The cause for the damaged j702 connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. No adverse event resulted form the damaged cable. The last pt to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed the hipot test. The last pt to use this electrode belt did not report any deficiencies.